Event description:
The stent fell off the delivery system and is still in the pt's body in the femoral artery. The pt is stable.

Manufacturer narrative:
Additional information will be submitted within thirty days upon receipt.